Event description:
Surgeon reported that norian material and mesh were implanted on an unknown date for a frontal bone cranioplasty. Reportedly, the pt fell and hit their head, and the area became infected. The frontal bone, norian material, and mesh were explanted on an unknown date.